Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 450 mg/dl. Customer stated that the cannula was bent and customer change set's and got insulin flow blocked alert. Customer states they performed a 5.0 unit fill cannula. Customer states the insulin exited. Customer declined troubleshoot for bent cannula and high blood glucose. Customer states they getting cannot find sensor signal alerts loss of communication. Customer states there was no damage to the connection bridge or pins. Customer states the transmitter led blinked on and off. The insulin pump will not be returned for analysis.